Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated multifunction cable was returned for evaluation and subjected to testing with no discrepancies found. The associated electrode pads were not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not recognize the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.